Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that the gravity feed during infusion delay. From the reported information, no patient clinical impact or injury reported.

Event description:
The reported feedback suggests that the gravity feed during infusion delay. From the reported information, no patient clinical impact or injury reported.

Manufacturer narrative:
The customer¿s report of free flow during infusion delay was not confirmed. Physical inspection of the device noted no damage or any anomalies. Analysis of the event log showed on (B)(6) 2019 the pump modules was connected to pcu s/n (B)(4). Only one delay sequence of events that would relate to a delay being programmed. After the delay sequence an infusion was started and performed ¿ after approx. 2 hours the infusion was stopped and the pump was powered off. The pump module was uncased a primed IV set was installed into the module and the motor gear was manually manipulated so that the cam mechanism rotated. The drip chamber was observed to ensure that apart from the expected drops falling as a result of the pumping operation, there was no point during the mechanical sequence when a free flow condition occurred. The root cause of the customer¿s report was not identified.